Manufacturer narrative:
**UDI related data quality updates only**.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) unit is unable to be zeroed out. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The unit was able to zero and functioned with a trainer attached. The fse performed a preventive maintenance (pm). The unit passed all functional and safety tests according to factory specifications.